Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software product ID: tm90t0, serial# (B)(6), product type accessory product ID: hh90t01, serial# unknown, product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal unknown drug and fentanyl (unknown concentration and dose) via an implantable pump for spinal pain indications. It was reported that the patient stated they've had this device for like a year since pump replacement last july, and this equipment was un-paired/re-paired to their current pump that was replaced last week. The patient stated ever since then, they've had issues with this handset and communicator. The patient stated service code 338 didn't start coming up until the equipment was re-paired with their new pump and it came up just about every time. The patient also stated since then, it took forever to take a bolus and a lot of times they had a problem with the communicator and the handset connecting - it took a long time but they never did before. The patient mentioned sometimes they had to keep hitting resync. The patient stated sometimes it would stay at 91% for a while, but they've always had that. The agent assisted the patient in toggling off/back on bluetooth and location and closing/re-opening myptm app and the patient was able to connect well without seeing 338 and later again was able to bolus without issue. The patient stated like over a week ago, then ever since they left the hospital last friday, they've called an mdt rep and left them 3 voicemail messages about these issues without hearing back. Additional information received indicated that the rep stated that they called the patient back but didn't get a response already, but they would try again after receiving the email. The agent reviewed that troubleshooting should assist the patient, but the patient could monitor and call back as needed. Information was received from a consumer via a manufacturer representative (rep) regarding a patient receiving intrathecal unknown d rug via an implantable pump for unknown indications for use. It was reported that the patient was receiving an 883 code and had difficult connection between their handset and communicator. Environmental/patient/external factors that may had led or contributed to the issue had not been disclosed to the rep. The patient spoke with patient services today ((B)(6) 2024) and was advised that 883 code required to close app after each bolus. The patient was able to deliver a bolus but described difficulty in communicating between the handset and the communicator. The patient was not satisfied with the advice to close the app after each bolus. The patient stated he should not have to do that. The patient was then advised to call back patient services to inquire about possible replacement component to resolve the connection issues. The patient was scheduled to be seen by a mdt rep on (B)(6) 2024 if assistance was further needed. The issue was not resolved at the time of the complaint and the patient's status was "alive-no injury". The patient's weight and medical history was asked but unknown. It was further reported that a surgical intervention did not occur and was not planned. On 2024-05-13 e1, e2 (rep, hcp) additional information was received from a healthcare provider (hcp) via a company representative (rep) and it was reported the patient was to be seen at the scheduled post-operative appointment on (B)(6) 2024. The information requested would be attempted to be obtained at this visit. No diagnostics/troubleshooting had been performed at this time. The cause of service codes 338/883 was not determined. The event was not resolved, and the patient was advised to call patient service again to discuss possible replacement of components. The rep would attempt to obtain application logs at the scheduled post-op visit on (B)(6) 2024. Additional information was received by the rep on 2024-05-15 and it was reported the follow-up appointment today did not occur. The patient was now scheduled (B)(6) 2024 at which time the requested information could be attempted to be obtained. Additional information received from the patient indicated that they were still getting the "not found" message with their new communicator and were persistently getting service code 338, despite closing the application after every use. Patient services was unable to resolve the "not found" message with the patient after restarting the myptm application, toggling bluetooth and location off and on, and powering back on the communicator. A replacement communicator was sent to the patient. Additional information was received from the patient and a healthcare provider (hcp) via the company representative who reported that the patient confirmed that the code they were seeing was code 338 (connection interrupted) and not code 883. Per the reporter, the patient had their ptm (personal therapy manager) replaced via patient services and they were no longer getting the 338 code. The cause was not determined, but replacing it resolved the code per the patient. The patient was still having some connectivity issues when connecting but was advised to adjust the communicator location and that improved the connectivity. The patient believed it should be faster.